Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning indicating low impedance. Lifetime minimum was 179 ohms and trends around 200 ohms. Impedance on day of report is 216 ohms. The lead is still in use. No patient complications have been reported as a result of this event.